Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted within the lower middle bile duct of a patient on (B)(6), 2010. According to the complainant, the patient's anatomy was moderately tortuous, but no dilatation was performed prior to stent placement. During the stenting procedure the physician attempted to reconstrain the stent, as it was reported that the position was not good. However, the stent was unable to be fully reconstrained, leaving the stent partially deployed by 1 centimeter. The outer sheath was accordioned/damaged approximately 10 to 12 centimeters from the tip of the device. The partially deployed stent was removed from the patient through the endoscope. It was reported that the physician was then able to reconstrain the stent, reinsert the device through the endoscope and implant the stent. The procedure was successfully completed with this device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
(B)(4).the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.